Event description:
A malfunction alarm identified as malf 16 was reported for the pump, with no notable events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed that the pump was still under warranty and decided to replace it. The customer was instructed to use multiple daily injections as a backup therapy to maintain insulin delivery. Guidelines on putting the pump into storage mode and returning the malfunctioning pump were also provided, which the customer understood and acknowledged.